Manufacturer narrative:
Stryker evaluated the customer's device and observed no device malfunction. The reported issue could not be verified. After performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. The cause of the reported issue could not be determined, however broken ribs and sternal fracture is a side affect of CPR and the use of the lucas device. Per the oi, the stabilization straps should be used in each event. It is unknown if the straps were used during this patient event. If they weren't, that could have contributed to the reported patient outcome.

Event description:
A customer contacted physio-control to report that some injuries associated with resuscitation were noted at post-mortem of the patient. It was observed that the patient's chest cage had collapsed and had broken ribs. The patient associated with the reported event did not survive.

Manufacturer narrative:
A physio-control sales rep confirmed that the serial number associated with the reported event is sn (B)(6). Section d1 and d4 have been updated accordingly.

Event description:
A customer contacted physio-control to report that some injuries associated with resuscitation were noted at post-mortem of the patient. It was observed that the patient's chest cage had collapsed and had broken ribs. The patient associated with the reported event did not survive.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Physio-control will not request any patient identifying information to be in accordance with regulation (EU) 2016/679 of the european parliament and of the council. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that some injuries associated with resuscitation were noted at post-mortem of the patient. It was observed that the patient's chest cage had collapsed and had broken ribs. The patient associated with the reported event did not survive.